Manufacturer narrative:
Patient information was not made available from the site. On (B)(4) 2015 - a medtronic representative, following-up at the site, reported being unable to replicate the issue. When covering up the led, the tracker would navigate. When the led was exposed, the tracker flickers between red and green. On (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. When performing flouronav procedure, camera kept flickering when facing wireless flouronav tracker, could not get a steady green bar in order to take acquired anatomy images. The medtronic representative placed white tape over damaged leds, sending wireless flouronav tracker back to nac for replacement. Return requested. Replacement wireless 12 fluoro tracker shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. On (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System functioning normally. Part replacement resolved the issue. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that during the procedure, the patient was exposed. After several attempts trying to figure, the surgeon decided to use markers with just the c-arm.

Event description:
A medtronic representative reported that, while in a spine procedure, using a c-arm with the navigation system, the image was flickering. The medtronic representative checked drapes to confirm all leds were able to be seen. In trouble-shooting, during testing after moving the navigation system away from the patient, everything was normal. Ultra sonic bone mill was in the field. Neuro alert was in the room. Unable to replicate the behavior when the navigation system is outside of surgical field. The surgeon opted to continue and completed the procedure. There was no impact on patient outcome.